Event description:
This patient initially fell on 8/25/92 and underwent an open reduction and intermal fixation. Osteoporosis and comminution allowed excessive settling of the bone, causing displacement of the hardware and pain. On 2/8/93, the patient underwent removal of the hardware, trochanteric osteotomy, and left total hip replacement the following implants were utilized: s-rom trochanter washer (538075 t); and s-rom trochanteric screw (538152). On 8/30/93, the patient was admitted due to painful hardware of the left hip. She underwent removal of the s-rom trochanteric screw.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.